Event description:
The lay user/reporter (the patient's daughter) contacted lifescan (lfs) on behalf of the lay user/patient in 2008 and alleged that the onetouch ultra meter had missing segments from the characters on the display. The medical affairs specialist (mas) sent the follow-up questions to the customer service agent (csa) to ask the patient and verified the following information. The patient's daughter was unable to recall when the alleged issued first started. The patient's nurse continued to use the meter to test the patient's blood sugar after the alleged issue started. On eight days earlier in the morning, the patient's blood sugar was tested on the alleged meter by the nurse; however, she was reportedly unable to interpret the result, due to the alleged issue. She had administered normal dosage, 46 units of novomix flexpen30 insulin to the patient that morning. At around 11:30 am, the patient "did not feel well and fell down" while she was at a supermarket. The emergency services were called. The patient had already gained consciousness before the emergency services arrived. The patient's blood sugar was not tested by the emergency services and also, the patient was not given anything by the emergency services. The patient's daughter mentioned that the emergency services suspected a "convulsion" attack. The patient was then taken and admitted to the medical services. Her blood sugar was tested at the medical services and had received a low blood sugar result. The daughter was unable to provide the exact reading received. The patient was kept at the medical services for 24 hours. The daughter was unable to provide additional information about the treatment provided at the medical services. After hospitalization, the patient's dosage of novomix flexpen30 insulin has been reduced to 36 units in the morning and evening from 46 units. The patient's nurse stated that she probably would have given lower amount of insulin to the patient on the day of the incident in the morning if she received a lower blood sugar result for the patient. The customer service agent (csa) verified that the alleged meter was not a new meter. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient's nurse was reportedly unable to receive an interpretable blood sugar reading for the patient and administered a set dosage of insulin to the patient and later, the patient allegedly suffered symptoms suggestive of hypoglycemia and also, allegedly received a lower blood sugar reading from the medical services. Diabetes care management: the patient tests her blood sugar twice daily. Prior to hospitalization, the patient's nurse was usually administering a set dosage, 46 units of novomix flexpen30 insulin in the morning and evening to the patient. After hospitalization, the patient's insulin dosage has been reduced to set amount 36 units of novomix flexpen30 in the morning and evening. The patient is diagnosed with alzheimer's disease besides diabetes.

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the product will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.